Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger, product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy charging, but that was just part of the device.

Event description:
It was originally reported that the spinal fusion surgery occurred on (B)(6). However, further review indicated that the spinal fusion actually occurred on (B)(6) 2014.

Event description:
It was reported that after the patient got home from the spinal fusion surgery (B)(6), the anesthetic worse off, and she developed severe sciatica in her right leg. The patient stated her foot was hot, peeling, and did not sweat. The night prior to report, the patient dreamt someone hit her in the knee and she woke up in terrible pain. The patient did not like the sensation of stimulation in her leg. She used it for back pain, and her healthcare professional (hcp) told her about a different kind of stimulation, so that the sensation was lower¿not so strong¿and helped with the pain. The patient stated she wanted to see if her implantable neurostimulator (ins) could be programmed to provide that kind of stim. The patient also noted that in (B)(6), she had a shot in her l5 s1, but it was starting to wear off. The patient had an upcoming appointment on the (B)(6) for a medical refill, and wanted to know if a manufacturer's representative could meet her at that time. Later, the manufacturer's representative met the patient on (B)(6) 2015. It was stated that the fusion was unrelated to the device. In addition, the patient¿s device was reprogrammed to increase coverage. The patient was getting greater than 50% and overall was very pleased with her system.